Event description:
Caller from account reported that unit was possibly overfilling final containers, based on hyperglycemia developed by 5 pts on tpn. There were no other pts on tpn. User was advised not to use unit, which was swapped out. These incidents occurred on 11/7 and 11/8, sales rep was notified on 11/9 and she substituted a different lot of concentrated dextrose. Qm requested that account contact reporter for swap out on 11/11/96. All pts required insulin therapy either intravenously or subcutaneously. Blood glucose levels have fallen for all pts, with sliding scales and insulin in tpn being continued for two pts. 11/12/96.

Event description:
Caller from account reported that unit was possibly overfilling final containers, based on hyperglycemia developed by 5 pts on tpn. There were no other pts on tpn. User was advised not to use unit, which was swapped out. These incidents occurred on 11/7 and 11/8, sales rep was notified on 11/9 and she substituted a different lot of concentrated dextrose. Qm requested that account contact reporter for swap out on 11/11/96. All pts required insulin therapy either intravenously or subcutaneously. Blood glucose levels have fallen for all pts, with sliding scales and insulin in tpn being continued for two pts. 11/12/96.

Event description:
Reporter stated that caller from account reported that unit was possibly overfilling final containers, based on hyperglycemia developed by 5 pts on tpn. User was advised not to use unit, which was swapped out. These incidents occurred on 11/7 and 11/8, sales rep was notified on 11/9 and she substituted a different lot of concentrated dextrose. Qm requested that account contact reporter for swap out on 11/11/96. All pts required insulin therapy either intravenously or subcutaneously. Blood glucose levels have fallen for all pts, with sliding scales and insulin in tpn being contained for two pts. 11/12/96.

Event description:
Caller from account reported that unit was possibly overfilling final containers, based on hyperglycemia developed by 5 pts on tpn. There were no other pts on tpn. User was advised not to use unit, which was swapped out. These incidents occurred on 11/7 and 11/8, sales rep was notified 11/9 and she substituted a different lot of concentrated dextrose. Qm requested that account contact reporter for swap out on 11/11/96. All pts required insulin therapy either intravenously or subcutaneously. Blood glucose levels have fallen for all pts, with sliding scales and insulin in tpn being contained for two pts. 11/12/96.

Event description:
Reporter stated that caller from account reported that unit was possibly overfilling final containers, based on hyperglycemia developed by 5 pts on tpn. There were no other pts on tpn. User advised not to use unit, which was swapped out. These incidents occurred on 11/7 and 11/8, sales rep was notified on 11/9 and she substituted a different lot of concentrated dextrose. Qm requested that account contact reporter for swap out on 11/11/96. All pts required insulin therapy either intravenously or subcutaneously. Blood glucose levels have fallen for all pts, with sliding scales and insulin in tpn being continued for two pts. 11/12/96.